Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 466 mg/dl. The customer took a correction for lunch via syringe. The customer had symptoms such as nausea, vomit, difficulty breathing, abdominal pain and blurred vision. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer was unsure if the drive support cap is protruded, loose, sticking out or flush. The customer will call back later to troubleshoot for high readings.